Event description:
It was reported that the cartridge was not fitting properly on the pump because the cartridge was not fully snapped into place, which led to difficulty in loading the cartridge. Despite the issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.